Manufacturer narrative:
(B)(4). The field service engineer troubleshot the system and found a faulty converter board. The converter 8e velara part # 451210472328 was replaced and the problem was solved.

Event description:
The customer stats that: "sporadically the message appears: "fluoroscopy failed. Repeat" and cannot always be solved with repeating the procedure. The error occurs again and again.